Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when fixing the mesh on a laparoscopic hernia procedure, tacks were not able to penetrate the tissue. They opened a new device to complete the case. There was no patient injury.